Event description:
Additional information received as follows: an angiogram was performed at approximately 25 days after the event and showed that the endoleak had self-resolved and that no intervention was performed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that there was a type ia endoleak due to a migration caused by expansion of the proximal neck. A secondary intervention was done and an endurant cuff was implanted. However, the type ia endoleak persisted. The physician stated that the cause of the endoleak could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.